Manufacturer narrative:
Reported event. An event regarding disassociation involving a mako saw attachment was reported. The event was confirmed. Method & results: product evaluation and results: functional inspection confirmed the reported event. Alleged failure was confirmed as screws were loose. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate 36 devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. An nc has been opened to further investigate the problem. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Two screws came loose and fell out into the patient during bone cuts. Case type / application: (B)(4).